Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump. There was no additional information available regarding the customer's attempt to load a new cartridge, as they were disconnected and could not be reached afterward.